Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2,250.0 mcg/ml at 108.1 mcg/day) via an implanted pump. It was reported that the patient was scheduled for a possible catheter revision and a pump pocket repositioning due to the pump moving in the pocket. The surgeon attempted to empty the catheter access port (cap) and there was minimal flow. He then attempted to disconnect the sutureless connector, but it came apart. He then dissected the pump segment, cut the catheter at the spine segment, and attached a new pump segment after which he was able to get return flow from the catheter. Then after connecting the revised catheter to the repositioned pump, the surgeon was able to get 1-2 ml return from the cap. It was undetermined if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-oct-2025, UDI#: (B)(4). H3 ¿ analysis of the returned catheter segment found ¿catheter sutureless connector ¿ difficulty with sutureless connector led to ex plant¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.